Event description:
In 2007, it was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation (hta) procedure (actual date not known). During the procedure, a fluid loss of approximately 10ccs of saline occurred, which generated a fluid loss alarm. According to the complainant, the physician applied another tenaculum stabilizer to the sheath of the hta procedure set and continued with the procedure. Post procedure, it was noted that the patient had suffered burns approximately 1.5cms in size on the cervix as well as on the perineum area (the severity of the burns are unknown) with redness and sloughing of the tissue. The physician applied silvadene cream to the area and released the patient. According to the complainant, the physician stated that the patient is healing with the cream alone.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots for this type of event. The august 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The hta users manual indicates that leakage of heated fluid can cause serious burn injury to the tissue contacted. It is imperative to ensure a good cervical seal when conducting an hta procedure.